Manufacturer narrative:
Root cause: a root cause was unable to be determined at this time as no issues were found in the documentation reviewed. When the samples have been received and evaluated, this report will be updated. Corrective action: a corrective action has not been taken at this time. Investigation summary an internal complaint (B)(4) was received reporting that a neonatal temperature probe (part number hnicu-37, lot 44105795) failed during use. A sample was reported to be available for evaluation. However, as of the date of this report, the samples have not been returned to the manufacturing facility. When the samples have been received and evaluated, this report will be updated. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The sub-assembly work order also was reviewed and all functional results were within specifications. A two-year review of complaints showed no similar issues for the reported lot number. Preventive action: a preventive action has not been taken at this time. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
The end user reported concerns with the ability of a neonatal temperature probe to read the baby's temperature. During use, some probes were reported to not show an accurate temperature or fluctuating temperature readings or not show a reading at all.